Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that the patient was struck accidently by the school¿s generator and had intermittent loss of capture on the lead. The device was reprogrammed to unipolar with high output and the lead continued to have loss of capture. During testing of the lead high impedance was also found with a suspected lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).